Manufacturer narrative:
This event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the drainage valve of the compressor was not working, resulting in moisture entering the ventilator and subsequently affected the ventilation. The patient desaturated. The compressor with ventilator was replaced and the patient¿s saturation recovered. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No investigation or repair of the compressor was requested. The user facility contacted a third-party service provider who reportedly replaced the drainage valve in the compressor, which was then cleared for use. The replaced part was not returned for investigation. The drainage valve¿s purpose is to remove water separated from the compressed air and collected in the water separator. When the drainage valve opens, the collected water is transported to the drainage bottle. A faulty drainage valve may lead to moist air entering the connected ventilator. The issue was related to the drainage valve, but since it was not returned for investigation, a definite root cause of the failure has not been determined. This event is related to MDR#: 8010042-2025-0001652 for the servo-s (defective gas module). The compressor mini supplied moist air that caused the ventilator¿s gas module to fail.

Event description:
Manufacturer's ref#: (B)(4).